Event description:
It was reported that the balloon of this device burst above its rated burst pressure while dilating a lesion in a graft. There has been no claim of injury related to this event. The device is being returned for analysis.